Manufacturer narrative:
A replacement pendant was sent to the facility to repair the bed.

Event description:
Information received indicates the pendant cable pulled away from the pendant body, exposing bare wiring.